Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If additional, new information is received, or if the product is received for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band, this device was explanted and replaced with a bioprosthetic valve due to significant systolic anterior motion (sams). The physician reported it was obvious that there was redundant anterior leaflet tissue. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.